Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of air in the system could not be confirmed. The product returned for evaluation was one sealed 4fr sl powerpicc catheter kit. The catheter was functionally tested by performing a leak test and aspiration test through the catheter luer and t-lock assembly luer. No leaks were identified and no air was aspirated during testing. The catheter was microscopically inspected but no anomalies were identified. Based on the available evidence, the customer's reported defect could not be confirmed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that PICC line cannot be used because air comes into the system. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Event description:
It was reported that PICC line cannot be used because air comes into the system. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received